Manufacturer narrative:
The service engineer reported that the "check vent: primary alarm failed" (power speaker fail) had occurred in the repair center and the occurrence was also confirmed in the event log. The speaker #2 was replaced, and the issue was resolved. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00349. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected speaker was returned to philips for failure investigation. The technician documented the following conclusion/root cause: the product investigation lab (pil) has verified that speaker generates error code (e/c) 1102-primary alarm failed during the boot up on the product investigation lab standard test bed (stb). The pil tech verified an open (infinite) coil resistance during resistance measurements with the use of a fluke 87 meter. Customer complaint verified. Root cause is failure of speaker. Coil resistance is open/ infinite and out of specification.